Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Data was evaluated and it confirmed the customer complaint, as well as a failed transmitter error. The reported event of pairing failed was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a pairing failure. Data was available for evaluation. The reported complaint of parining failure was not confimed however, a failed transmitter error was found in the data log. The root cause was determined to a low transmitter battery which led to a transmitter failure. This complaint was deemed reportable based on finding of transmitter failed error. No addtional event or patient information is available.